Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to manufacturer at this time, no examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: disassembled during releasing. It was reported by sales rep. That during a mobi-c surgery: mobi-c implant was expelled from the disc space when the surgeon was attempting to remove the peek jaws with the forceps. No impact to patient. No surgery delay or complication occured. A new implant was opened and use to complete the surgery. No further issue reported. Investigation is in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a mobi-c implant was expelled from the disc space when the surgeon was attempting to remove the peek cartridge with the forceps. Another mobi-c implant was used to complete the procedure. There was no patient impacts and no further surgical issues were reported.